Event description:
The customer reported that the display was abnormal. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the display was abnormal. There was no reported pt involvement. The device was evaluated by a philips field service engineer (fse). The symptom was clarified as no characters could be seen on the bottom portion of the screen. The cause of the issue was localized to a failure of the display assembly. The display assembly was replaced to resolve the issue. The device passed all testing and was placed back into service. The trending data does not support that there is systemic problem or emerging issue involving the symptom(s) and failure associated with this complaint. No further investigation or action is warranted.